Event description:
It was reported that the programmer's stylus touch pen was "off" by a significant amount. It was noted that it was not possible to use the programmer and that this type of touch pen was not able to be recalibrated in the field. Multiple pens were tried but the situation did not resolve. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was off and the overlay/bezel assembly was therefore replaced and the stylus calibrated. No other anomalies were found. Concomitant medical products: product ID 229047 software analyzer. (B)(4).